Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Investigation summary: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. Will continue to monitor trends and investigate special causes. Note this is now a discontinued product. Complaints are only being trended for purposes of pms review on the existing product in marketplace. No further investigational actives will occur for the complaint codes listed above. There will be a continued increase in complaint occurrences as the multiuse devices age and fail over time. Investigation conclusion: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. Root cause description: in some instances mechanical failure is due to wear and tear. Rationale: no CAPA necessary based on investigation.

Event description:
It was reported that the cap on the unspecified bd¿ lancet was broken. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the cap on the unspecified bd¿ lancet was broken. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.